Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the patient's ventricular fibrillation (vf) there was intermittent ventricular oversensing noted, which caused high rate non-sustained episodes. It was noted that the device function was not affected. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.